Event description:
A report was received from (B)(6) stating the endotracehal tube was damaged and leakage was noted. The leakage was noted during a procedure. There was no reported patient injury. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Method: actual device evaluated, visual inspection. Results: stress problem, incomplete device returned. Conclusions: incomplete device returned. A review of the device history record is has been completed. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Two samples were returned. Both product packages were opened and stapled closed. It was not indicated which device was the sample used in the complaint. The first sample contained one intact endotracheal tube, 7.5mm. The endotracheal tube did not exhibit visible signs of use. The green connector was removed form the endotracheal tube. The device appeared in good condition and did not exhibit any of the damage noted by the user in the complaint. The second sample contained one intact endotracheal tube, 7.5mm and one partial endotracheal tube. The one intact endotracheal tube did not exhibit visible signs of use. The green connector was removed from the endotracheal tube . The ventilator end (large end) of the connector appeared in good condition and did not exhibit any damage. The endotracheal tube end (small end) exhibited a split down the entire length of the male connector. This split allowed overlap of the material. The partial piece of the endotracheal tube was not from either of the samples received. It was the proximal end of a 7.5mm endotracheal tube. The length of tubing received measured approximately 2cm. There was biologic matter inside of the partial piece of tubing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).